Event description:
On assessment, observed catheter with spiral tear at the junction of where the thick portion of catheter meets the thin part. Catheter required repair. Broviac catheters break often. Wish the FDA would track bard's repair kits sold to understand the problem.